Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('device breakage') and device dislocation ('incidentally found a portion of the essure device outside uterus, in the abdominal cavity/ broken pieces retrieved from fallopian tubes, abdomen/pelvis and other') in a female patient who had essure (batch no. 12381250) inserted for female sterilisation. The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device partially removed and essure device partially removed.). Essure treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. No further causality assessment were provided for the product. The reporter commented: portion of the essure device outside of the uterus, in the abdominal cavity. She has never seen it before and she anticipates going in surgically to remove device breakage occurs in the middle coil and outer coil the broken pieces retrieved from fallopian tubes, abdomen/pelvis and other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: document received. Lot number added. New reporter added. New event device breakage was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('device brekage') and device dislocation ('incidentally found a portion of the essure device outside uterus, in the abdominal cavity/ "broken" pieces "retrieved" from fallopian tubes, abdomen/pelvis and other') in a female patient who had essure (batch no. 12381250) inserted for female sterilisation. The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device partially removed and essure device partially removed.). Essure treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: portion of the essure device outside of the uterus, in the abdominal cavity. She has never seen it before and she anticipates going in surgically to remove. Device breakage occurs in the middle coil and outer coil the "broken" pieces "retrieved" from fallopian tubes, abdomen/pelvis and other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Lot number: 12381250 manufacture date: 2008-12 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("incidentally found a portion of the essure device outside uterus, in the abdominal cavity") in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: portion of the essure device outside of the uterus, in the abdominal cavity. She has never seen it before and she anticipates going in surgically to remove incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.